Manufacturer narrative:
Upon receipt of this implantable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually and microscopically examined, and leak tested. A pinhole tear consistent with avulsion and fatigue was identified in the shell. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the analysis of production records and the balloon damage identified during analysis of the device, the reported hole causing fluid loss is confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A revision surgery was performed and a hole was found in the balloon during. The entire device was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A revision surgery was performed and a hole was found in the balloon during the procedure. The entire device was explanted and replaced. There were no additional patient complications reported.